Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch #743c94. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received unfired, with damage on deck, 16 drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left distal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 743c94, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a9ej29, and no non-conformances were identified.

Event description:
It was reported that during a lung resection surgery, could not fire. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.